Event description:
The customer reported that there was intermittent no fluoro while the system was in lateral position. High voltage needs replacing. No patient was injured.

Manufacturer narrative:
The ge service rep inspected the video cable connection to the ii and found that it was loose. He also measured the voltages on the fluoro functions board and found it to be 4.67v, this value is too low, he adjusted it to 5v. He tested the system by fluoroing and also moving the high voltage cable at the same time. No errors were detected. He tested in ap position, and did not find any errors. System is working as intended.